Manufacturer narrative:
The date device returned to manufacturer was initially reported as nov. 6, 2017 and has been updated to nov. 24, 2017. Evaluation update: additional investigation was performed on the device which determined that the housing was damaged. It was further determined that the motor and gear were blocked and the housing coupling shaft was defective. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the screw thread for the adjuster nuts was worn out on the compact air drive device. It was further determined that during disassembly, it was observed that the motor, gear, and the upper trigger were all stuck. It was determined that the motor ceased up and the upper trigger was stuck. It was further determined that the device failed pretest for check the power with test bench: minute 110 to 160 watt, check triggers for forward/reverse mode, check reverse locking mechanism and check attachment coupling with attachments. It was noted in the service order that the device spoilt. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.